Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 350cc, catalog number 3501655, lot number 22251 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary procedure with saline mentor smooth round moderate profile 350cc breast implants and experienced deflation on the left breast implant. The deflation was confirmed by the healthcare professional by physical exam on (B)(6) 2018. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 425cc, catalog number 3504254, serial number (B)(4), lot number 7328231 on (B)(6) 2018.

Manufacturer narrative:
On 05/08/18, it was reported to mentor that the device evaluation and investigation findings: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. White material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 6.9 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/24/18, it was reported to mentor that the device history record (DHR) of lot number 22251 could not be reviewed, as the quality operations team was unable to locate the physical DHR file. An internal corrective action has been opened to investigate and address this issue. On 07/25/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device. White material was observed on the shell surface. During visual examination of the device, product evaluation team observed a crease on the posterior view extending to the anterior. A rent was discovered within the crease on the posterior view measuring 6.9 cm. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/25/18, it was reported to mentor that the device evaluation and investigation have been completed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported that mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).